Manufacturer narrative:
The device has been evaluated. The device was serviced by third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. Dust/dirt was found in contamination findings. The device's event log was reviewed by the service center and #176 error code found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleging irritated throat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.